Event description:
The account alleges that the doctor was attempting to cannulate the lspv with merit guidewire for initial deployment into left atrium. Surgical tech was manipulating the guidewire and said he felt some resistance on the wire. The doctor then said he thought the wire looked off and that they may have a problem. Doctor mentioned they may have perforated the left atrial appendage accidentally. He opted to proceed with the procedure and ablate the posterior wall with the farawave catheter. After pwi was complete the doctor pulled the faradrive out of the left atrium and called for a tte probe to be brought to the room. Using the tte probe he noticed fluid in the pericardial space. He then performed a pericardiocentesis and withdrew about 400cc of fluid. The fluid did not reaccumulate and the doctor then closed the groin with a figure 8 suture and admitted the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.